Event description:
Additional information was received from the healthcare provider indicating this valve was explanted due to recurrent endocarditis. It was noted that the patient underwent five (5) redo surgeries, was immuno-compromised, and expired twenty (20) days later due to surgery complications (not provided). There was no allegation of device quality deficiency by the healthcare provider.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a mitral bioprosthetic valve was explanted after an implant duration of approximately four (4) months and was replaced with another edwards pericardial valve. No additional information was provided despite multiple follow up attempts by edwards.

Manufacturer narrative:
Additional manufacturer narrative: there may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the implanted device. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There is no information to suggest a device quality deficiency related to this event. No further action is required at this time, edwards will continue to review and monitor all events.

Manufacturer narrative:
Additional manufacturer narrative: despite multiple follow up attempts by edwards with the healthcare provider, the reason for explant has not been provided and the device was not returned for evaluation. The root cause of this event cannot be identified or evaluated. Edwards will continue to review and monitor all events.